Event description:
It was reported that the physician requested review of this implantable cardioverter defibrillator (ICD) data to confirm device operation. Upon review by technical services (ts), it was found that this ICD delivered appropriate and successful anti-tachycardia pacing (atp) for sustained monomorphic ventricular tachycardia (smvt). Approximately three seconds later the rhythm returned, and the patient received appropriate shock which led to rhythm accelerating in ventricular fibrillation (vf). Follow up shocks by this device did not convert the arrhythmia and therapy was exhausted. The patient subsequently received external defibrillation as well as cardiopulmonary resuscitation. No additional adverse patient effects have been reported, and this device remains in-service.